Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated, and magnet tones could not be elicited. During the replacement procedure for this ICD, insulation abrasion was noted on the transvenous defibrillation lead, and an arc mark was seen on the device case where the lead contacted the case.